Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The instrument was found with a broken curved blade. A broken piece measuring approximately 0.46" x 0.10" was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The instrument appears to have the blade detached from the instrument consistent with the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument blade broke. As a result, a fragment fell inside the patient and was retrieved during the same procedure. The customer stated that the instrument did not collide with other instruments. The customer used a spare instrument to complete the procedure. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The surgeon noted that the cutting speed was reduced. The nurse removed the instrument and cleaned it. The nurse did not find any problem, everything was normal, without any help. The wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved through the doctor's visual field. No additional surgical procedures were done to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.